Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) had a system failure power up code #14. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h6(health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. The following investigation was performed by (B)(4) technician of the maquet failure analysis and testing dept. (Fat) wayne,the failure analysis and testing dept. Received part dtech with a reported unit failure of a failure code 14. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual no failure confirmed after testing for 2 hours. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,d9, g3, g6, h1, h2,h11.

Event description:
N/a.